Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7244215.

Event description:
It was reported that following a trial procedure, the patient was hospitalized due to weakness in the legs ang difficulty urinating. The patient had computed tomography (CT) scan and magnetic resonance imaging (MRI) which all came back with negative findings. The trial leads were explanted and were discarded by the medical facility.